Event description:
It was reported that this right ventricular (rv) lead had dislodged several days after implant, as confirmed by x-ray imaging obtained after the patient reported pain. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead will be returned for laboratory analysis. However, during explant, the lead was cut and will therefore be returned in two parts.

Event description:
It was reported that this right ventricular (rv) lead had dislodged several days after implant, as confirmed by x-ray imaging obtained after the patient reported pain. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead will be returned for laboratory analysis. However, during explant, the lead was cut and will therefore be returned in two parts. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The lead was returned in two segments, severed approximately 89 mm from the terminal end. Visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Electrical continuity testing passed, indicating conductors are intact. Therefore, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.